Event description:
Amo complete moisture plus contact lens solution was recommended by store, and I was using it when a serious eye infection developed. The first instance occurred when the bausch & lomb recall was going on. The eye doctors told me there was no connection and it was not a result of the amo solution. I had been wearing contacts for approximately 16 years and had always been very careful to make sure I was handling them with very clean hands and stored them in sterile containers. My right eye reacted exactly the same way a girl on the news had described her eye infection, in that when the contact was removed, a very sharp excruciating pain shot through the eye. There was a torn spot on my eyeball. I went to an eye doctor, and was told it was conjunctivitis. I believed it was more serious, and felt it was a result of the solution, so I went to a specialist. However, I was told the same thing by this doctor. I understand this is difficult to diagnose, because it is similar to conjunctivitis. I immediately stopped wearing contacts, and did not wear them for over a year. There is still a scar on my eye a year later, and I have light sensitivity which I did not have before. I feel that I had continued to use this product, I would surely have lost my eyesight. I did not know that the contact industry was regulated by the FDA, but now would like to register my problem with the amo. Was there anything in the news about the FDA investigating the other cases involving amo? I think it is frustrating that even the doctors were not willing to tell me there was a problem with the solution, but I knew better. Frequency: daily. Dates of use: nine days in 2006. Diagnosis: daily contact cleanser.